Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken pusurg3 in autoclave bag. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. . Recommended power settings for a pusurg3 are a minimum of 1 and a maximum of 7. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage is unknown. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a proultra surgical tip #3 broke during use; no injury resulted.